Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient had a normal morning eating breakfast and left home after she was done eating. The patient stated they were driving and was involved in a car accident by hitting a parked car after passing out. Prior to leaving the house, the patient stated they did not feel any diabetics while at home and while driving. An ambulance was called by someone and the patient was transported to the hospital. The patient was unsure if treatment was provided by paramedics; however, at the hospital. The patient was treated with an IV drip. The patient stated that when they regained consciousness, the doctor informed them that the readings on the cgm were inaccurate. The patient was discharged from the hospital the same day. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.